Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded the trace and history files using thump. A review of the pump diagnostic trace file reveals between (B)(6) 2024 and (B)(6) 2024 there were fifteen (15) no delivery (insulin flow blocked) alarms, breakdown listed below: (B)(6) 2024 one (1) no delivery (insulin flow blocked) alarm (B)(6) 2024 two (2) no delivery (insulin flow blocked) alarms (B)(6) 2024 four (4) no delivery (insulin flow blocked) alarms (B)(6) 2024 eight (8) no delivery (insulin flow blocked) alarms the pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked battery compartment, and cracked battery tube threads. Insulin flow blocked alarm complaint is not confirmed. No unexpected insulin flow blocked alarm noted during testing. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-399a, mmt-1884. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported insulin flow blocked alarm. Pump passed 5u fill cannula test. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. No product return is required for mmt-399a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.